Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed error which stated that the device was not detected on bus. A field service engineer found main drawer 4.2 row b was not detected on bus. Further, the engineer powered off station, removed back panel, reseated row board cable at drawer controller, removed and replaced retractor band, restarted station, tested in hardware test application and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on bus. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on the reported issue of the medstation es main drawer not detected on bus was confirmed during fse and subsequently confirmed in the dchu inspection process. According to work order (wo) (B)(4), the bd field service engineer reported that the main drawer 4.2 row b was not detected on bus. Fse verified failure in the hardware test application. Fse removed/replaced retractor band, restarted station, logged into hta, team successful functionality test, rebooted station. Verified repair in the hardware test application. The external inspection was carried out in the lab according to the established procedure. During inspection, black stains and bend marks were observed. Laboratory testing was not required due to the bend found in the retractor band. The device was in use for treatment purposes as intended per 21 cfr 820.198(d) root cause: it was determined that the root cause of the complaint component was generated by a bend in the retractor band which led to circuit instability and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on bus. The customer stated that there was a delay in patient care. As per part investigation, the main drawer not detected on bus was attributed to a bent retractor band, which compromised proper drawer functionality. However, there were no adverse events or injuries reported based on this event.